Event description:
Surgeon was beginning to close port sites when a piece of the carter-thomason instrument broke off. The surgeon tried to find it laparoscopically but was unable to. C-arm was brought in to detect the piece with fluoro. They identified it in the subcutaneous tissue, but was unable to retrieve it.